Event description:
Procedure: laparoscopic oophorectomy/lysis of adhesions. Event description: the metal prongs that open the bag and hold the bag open weren't opening appropriately. One was stuck in the bag and the other was outside of the bag completely. Product is available for return. Additional information received on 08aug2022 via phone call from [name], account manager: a new cd003 opened and used to complete the case. One prong was exposed to the inside of the patient. Patient status: no patient injury was reported. Intervention: ni.

Manufacturer narrative:
The event unit is anticipated to return the applied medical. A follow-up report will be provided upon the completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, with the bag detached from the unit. Visual inspection confirmed the complainant¿s experience of an exposed metal prong as one bent metal support was sticking out of the bag cuff. A cleanly cut hole was also observed at the tip of the bag with scratches nearby. Based on the condition of the returned unit and the description of the event, it is likely that the hole at the tip of the bag was due to contact with a sharp instrument or object. The exposed metal prong is possibly due to how the bag was maneuvered during the surgical procedure. The detachment of the metal support is likely that due to a large force being exerted on the support. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic oophorectomy/lysis of adhesions. Event description: the metal prongs that open the bag and hold the bag open weren't opening appropriately. One was stuck in the bag and the other was outside of the bag completely. Product is available for return. Additional information received on 08aug2022 via phone call from [name]: a new cd003 opened and used to complete the case. One prong was exposed to the inside of the patient. Patient status: no patient injury was reported. Intervention: a new cd003 opened and used to complete the case.